Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to a manufacturing issue. UDI: (B)(4).

Event description:
It was reported that the kincise device was physically broken. During in-house engineering evaluation, it was determined that the device failed visual inspection due to the front housing and glamor cap being separated from mid-plate. The lock collar was removed and glam cap fully removed to find that the hoopster was not seated correctly. The device also failed pretests for visual assessment, intermittent test assessment and final assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.